Event description:
Per the clinic, the patient began experiencing pain at the implant site during an airline flight. Subsequent to the event the patient continued to experience non auditory pain/sensation with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. This report is filed april 30, 2014.